Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. Intuitive surgical, inc. (Isi) has made several attempts to obtain additional information from the hospital regarding the reported event; however, no additional information has been provided. A follow-up MDR will be submitted if the instrument is returned (post failure analysis) or if additional information is received. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted para esophageal hernia repair procedure, while the surgeon was using the pch instrument, a screw from the instrument fell into the patient. While there was no report of any patient harm, adverse outcome or injury as a result of the screw falling into the patient, recurrence of the reported failure mode could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted para esophageal hernia repair procedure, while the surgeon was using the permanent cautery hook (pch) instrument, a screw from the instrument fell into the patient. It is unknown if the screw was retrieved from the patient. The planned surgical procedure was completed and there was no report of any patient harm, adverse outcome or injury due to the reported event.